Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. At this time, this lead remains in service, and the patient will return for follow-up in approximately one month to discuss lead revision. In the meantime, the physician elected to reprogram the shock lead vector. No adverse patient effects were reported. Additional information from the field indicates high rv thresholds were also noted. Although a lead fracture is suspected, there are no current plans to surgically intervene, and the physician will continue monitoring the patient via the latitude remote patient monitoring system.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. At this time, the lead remains in service, and the patient will return for follow-up in approximately one month to discuss lead revision. In the meantime, the physician elected to reprogram the shock lead vector. No adverse patient effects were reported.